Event description:
The subject device was used during a video-assisted thoracic surgery. At first, a short circuit error message displayed. After about 8 times output, probe damage message was displayed. The probe of the device was broken when the user cleaned the probe outside the pt. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available or if the device is returned at a later time, this report will be supplemented.